Event description:
Note: this report pertains to one of two captivator medium oval snares used in the same procedure. Manufacturer report # 3005099803-2014-01745 addresses the first device, while manufacturer report # 3005099803-2014-01746 addresses the second device. It was reported to boston scientific corporation that two captivator medium oval snares were used during a polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the first device failed to produce current. The device was removed and a second snare was introduced, but the same failure was seen with the second device. However, the second device had become embedded in the patient¿s tissue, so the physician cut the snare with scissors and left the device inside the patient. The device was then removed during another procedure, which had already been scheduled prior to this event. It was reported that, during the polypectomy procedure, a biomedical engineer evaluated the generator and found that it was working properly. Additionally, the active cord and grounding pads were replaced, but this did not resolve the cautery issue. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. When the device was actuated in retroflex, the loop extended and retracted according to specifications. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to transmit current was not confirmed. The investigation found neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two captivator medium oval snares used in the same procedure. Manufacturer report # 3005099803-2014-01745 addresses the first device, while manufacturer report # 3005099803-2014-01746 addresses the second device. It was reported to boston scientific corporation that two captivator medium oval snares were used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first device failed to produce current. The device was removed and a second snare was introduced, but the same failure was seen with the second device. However, the second device had become embedded in the patient's tissue, so the physician cut the snare with scissors and left the device inside the patient. The device was then removed during another procedure, which had already been scheduled prior to this event. It was reported that, during the polypectomy procedure, a biomedical engineer evaluated the generator and found that it was working properly. Additionally, the active cord and grounding pads were replaced, but this did not resolve the cautery issue. The patient's condition at the conclusion of the procedure was reported to be fine.